Manufacturer narrative:
Investigation: the terumo bct technician replaced the control and safety stacks. An auto test and a simulated procedure were carried out. All tests passed. The technician determined that the rlad issue was caused by a loose connection in the center connector on the upper strobe cca. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
A terumo bct technician was performing machine checkout for an unrelated service call when he found that the return line air detector (rlad) was intermittently detecting fluid when no fluid was present. Patient information is not available at this time. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the machine alarmed as intended. The reported problem resulted in a failsafe condition. The loose connection causing the problem was secured, and it was verified that the rlad was reading appropriately. The machine has been in use with no further occurrences of the problem. Root cause: no failure of the rlad was identified; the machine performed according to specification. The loose connection at the upper strobe cca appears to have been the cause of the reported rlad problem. It is not known whether the loose connection resulted from earlier service work on this same work order or had been loose prior to this time, so the root cause of the loose connection cannot be determined.

Event description:
The reported problem occurred during service of the machine. There was not a patient or donor involved at the time of service, therefore no patient information is reasonably known at the time of the event.